Event description:
A hospital in (B)(6) reported that two opt318 optiflow junior cannulas "broke between the green connector and wire tube." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The two complaint cannulas have not been returned to fisher & paykel healthcare. The hospital has confirmed that the complaint cannulas have been discarded. Our investigation is therefore based on the information provided by the hospital and our knowledge of the product. A lot check could not be performed as no lot numbers were provided. Without the return of the complaint devices, we are unable to determine what may have caused the problem observed by the customer. Each optiflow junior nasal cannula is 100% leak and occlusion tested at the production line, and any that fail are discarded. The specification for the optiflow junior nasal cannula requires that the cannula-tube joint should have a breaking strain of 10 newtons. In order to check the glue bond at the cannula-glue joint, an assembled sample is allowed to dry and pull tested for two minutes with a peak load of 10 newtons. Any samples that fail the pull testing are also discarded. This suggests that the subject opt318 would have met the required specification before it was released for distribution. Our user instructions that accompany the optiflow junior cannula state: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Patient monitoring is recommended